Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, using one fingerstick for both tests. Her results were 120 and 160 mg/dl. She did not have any symptoms. Control testing was not done due to unavailability of solution. On follow-up, the lifescan rep reviewed back to back testing procedure/technique and qc procedures, and discussed meter/lab comparisons.